Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a foreign object in the medication cassette. This occurred upon removal from package. There was no patient involvement.

Manufacturer narrative:
Received 3 device, in addition to photos of the device. Visual inspection: the samples were visually inspected at a distance of 12¿ to 16¿ under normal conditions illumination results: on the samples received, particles were detected. These particles are not in the fluid path. After review it was determined that this did not pose a risk to the patient and is therefore not a reportable event.